Manufacturer narrative:
There is no indication of any system or component failure. Implanting physician noted potential malposition of the implanted leads, which was confirmed by a second physician.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. Patient reported ongoing pain or discomfort around the location of the implanted leads regardless of the system being active or turned off. Per the implanting physician, it was possible the leads were implanted too close to the nerve, thus causing discomfort. Patient sought a second opinion from a different physician who is familiar with the nalu system. Second opinion confirmed that lead choice and placement was not optimal and the leads should be replaced. On (B)(6) 2024 the initial system was removed and replaced with a new system in a slightly different position to better target the superior genicular nerve.